Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a small leak in tubing going from reservoir and cylinder set. There was inflammation around tissue surrounding leak. Temporarily replaced with malleable.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan touch pump, two cylinders, reservoir, and a piece of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. A group of striations are noted on the piece of detached inlet tubing, indicating contact with unshod instrumentation. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the piece of detached inlet tubing. The information received indicated "a small leak in tubing going from reservoir and cylinder set." Based off the information and observations, quality concluded the separation in the inlet tube of the reservoir most likely occurred inadvertently during the implanting procedure. A separation of this type would then allow the loss of fluid, making the device inoperable. Additionally, because quality's examination may not conclusively confirm or disprove the report of inflammation, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5684019. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.